Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a 30-year-old female patient who had essure (batch no. 713454-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included gestational diabetes mellitus (pregnancy complicated by abnormal glucose tolerance) and anemia of pregnancy. Concomitant products included docusate sodium since (B)(6)2011, ibuprofen from 2010 to 2011 and macrogol (polyethylene glycol) since (B)(6)2011. On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, 1 year 2 months after insertion and 9 days after removal of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6)2011. At the time of the report, the device dislocation, abdominal pain, abdominal pain lower, procedural pain and nausea was resolving and the pelvic pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, nausea, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: discrepant date of insertion was also given (B)(6)2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a 30-year-old female patient who had essure (batch no. 713454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes mellitus (pregnancy complicated by adnormal glucose tolerance) and anemia of pregnancy. Concomitant products included docusate sodium since december 2011, ibuprofen from 2010 to 2011 and macrogol (polyethylene glycol) since march 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion and 9 days after removal of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), investigation noncompliance ("patient do not underwent essure confirmation test"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, abdominal pain lower, procedural pain and nausea was resolving and the pelvic pain, investigation noncompliance and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, investigation noncompliance, nausea, pelvic pain, procedural pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as patient do not underwent essure confirmation test, nausea, pain, weight gain. Treatment drugs were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a 30-year-old female patient who had essure (batch no. 713454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes mellitus (pregnancy complicated by abnormal glucose tolerance) and anemia of pregnancy. Concomitant products included docusate sodium since (B)(6) 2011, ibuprofen from 2010 to 2011 and macrogol (polyethylene glycol) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion and 9 days after removal of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), investigation noncompliance ("patient do not underwent essure confirmation test"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, abdominal pain lower, procedural pain and nausea was resolving and the pelvic pain, investigation noncompliance and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, investigation noncompliance, nausea, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of product technical complain on 30-jul-2018: pfs received. No new information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a 30-year-old female patient who had essure (batch no. 713454-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included gestational diabetes mellitus (pregnancy complicated by abnormal glucose tolerance) and anemia of pregnancy. Concurrent conditions included pain nos. Concomitant products included docusate sodium since (B)(6) 2011, ferrous sulfate (ferrous sulphate), ibuprofen from 2010 to 2011, macrogol (polyethylene glycol) since (B)(6) 2011, minerals nos;vitamins nos (prenatal plus) and valaciclovir. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery"), 1 year 2 months after insertion and 9 days after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain and procedural pain was resolving, the pelvic pain and weight increased outcome was unknown and the abdominal pain lower and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, nausea, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: discrepant date of insertion was also given 2 (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs received. Outcome of the event lower abdominal pain and nausea were updated. Medical history and concomitant drug were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy to remove the essure device). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, abdominal pain, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.